Manufacturer narrative:
Initially it was reported that the biosense webster, inc. Product analysis lab received the device for evaluation and observed the brim cap, the hemostatic valve and silicone ring were found detached from the hub. The hemostatic separation issue and the brim cap detachment issue were assessed as MDR reportable. However, during further evaluation, there was a correction noted on this visual inspection as only the hemostatic valve was found dislodged. No other damages were observed on the sheath. Therefore, disregard the ¿h6. Medical device problem code¿ of ¿detachment of device or device component (a0501)¿ which represented the brim cap detachment in the 3500a initial report. The device evaluation was completed on 4/23/2021. It was reported that a patient had an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. When the physician got the transseptal access, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium started leaking. The dilator was inserted into the sheath, they met some resistance, but the dilator did go into the sheath. The sheath was exchanged and the issue was resolved. It appears the hemostatic valve broke, because fluid was leaking back. They had some resistance when inserting the dilator into the sheath. The approximate volume of blood that was lost was very minimal. The hemodynamics were not compromised due to the bleeding. The physician replaced the sheath immediately with no consequence. There was no medical or surgical intervention and no patient consequence. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned vizigo. First visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub. No other damages were observed on the sheath. In a second inspection the sheath was visually inspected, and the hemostatic valve was found dislodged inside the hub. No other damages were observed on the sheath. Per the reported issue, insertion test was performed and test failed due to hemostatic valve inside the hub. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. A device history record was performed and no internal action related to the complaint was found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve conditions, an internal corrective action has been opened to investigate this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 03/22/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient had an atrial fibrillation (afib) ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath medium and a hemostatic valve separation issue occurred. When the physician got the transseptal access, the carto vizigo" 8.5f bi-directional guiding sheath medium started leaking. The dilator was inserted into the sheath, they met some resistance, but the dilator did go into the sheath. The sheath was exchanged and the issue was resolved. It appears the hemostatic valve broke, because fluid was leaking back. They had some resistance when inserting the dilator into the sheath. The approximate volume of blood that was lost was very minimal. The hemodynamics were not compromised due to the bleeding. The physician replaced the sheath immediately with no consequence. There was no medical or surgical intervention and no patient consequence. The impeded device issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The valve issue was assessed as a MDR reportable hemostatic valve separation issue. In addition, the biosense webster, inc. Product analysis lab received the device for evaluation and observed on 3/22/2021 that the brim cap, the hemostatic valve and silicone ring were found detached from the hub. The hemostatic valve separation issue remains assessed as reportable. The additional finding of the brim cap detached was also assessed as MDR reportable. The awareness date for this additional reportable lab finding is 03/22/2021.